Manufacturer narrative:
Follow-up #1: date of submission 05/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2017 with the following findings:a review of the pump histories indicated that ¿replace battery¿ alarms had occurred. The pump powered on normally and current draws were found to be within specifications. No alarms occurred during investigation. The pump was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.